Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. The device was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly, the mechanism rails, linkage assembly, chassis, middle and bottom batteries. Due to the corrosion observed, a leak test was completed. A leak was observed on the unexposed portion of the soft cannula. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. All three batteries were measured to have lower than expected voltage. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (arm). As treatment, the patient gave a correction bolus.